Manufacturer narrative:
Final analysis found foreign material in the connector block threads which caused the setscrew to get stuck. The reported field complaint was confirmed since the foreign material made it difficult to insert or remove the lead as reported from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the physician had difficulty removing the lead from the pulse generator. The physician explanted and replaced the device successfully. No adverse consequences to the patient were reported.